Event description:
It was reported that pump experienced malfunction alarm while caller's daughter was at school which lead to her relying on multiple daily injection. There was no reported adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received instructions for resetting pump, and successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again.